Event description:
The lay/user pt contacted lifescan (lfs) in 2008, and alleged that her one touch ultra meter was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt had reported that the alleged issue first occurred in 2008, ( day she called lfs to report the issue ) at 7:30 am. As a result of the reported issue, she took her usual dose of diabetes medication ( humalin r 7 units). She also mentioned that she experienced low blood glucose symptoms ( specific symptoms not provided) after the reported issue began. She did not receive any medical intervention and was not tested on any other device. At the time of troubleshooting, it was verified that this was not a new product. Based on the info provided, there was no misuse of the product. The pt was using the correct test strips and the batteries were correctly installed. However, she had not replaced the battery per the owner's manual and did not have a replacement battery at the time of the call. This complaint is being reported because the pt alleged that she experienced symptoms that can be associated with hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.